Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the outpatient was not showing up in pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device catalog, unique identifier (UDI) #, medical device serial #, medical device model #, concomitant med prod data & section h device manufacture date. Upon investigation of this incident, it was determined that the outpatient was not showing up in pyxis. A technical support specialist (tss) found that the patient¿s status was showing as discharged with the same admission and discharge date and time. The tss advised the customer to have the facility staff make the necessary adjustments. Later, the tss followed up with the customer and confirmed that the pharmacy team managed to resolve the issue. The system functioned as intended after the issue was resolved.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the outpatient was not showing up in pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.